Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had persistent low flow alarms beginning 16 hours ago. Log files captured low flow events on (B)(6) 2024. There were also several low flow flags which did not persist long enough to trigger low flow alarms. A computed tomography (CT) showed that there was an obstruction (potential thrombus within the lumen) at the site of anastomosis of the outflow graft. At the time, the patient was hemodynamically stable. A computed tomography angiography (cta) noted extrinsic outflow graft obstruction distal near aortic anastomosis. It was suspected to be thrombus intraluminal since this was their 3rd pump, and this was a very unstable situation. Additional log files were submitted. The patient was in intensive care unit (ICU) with continuous low flow alarms; speeds were increased overnight. The log captured constant low flow events with the calculated flow consistently in the low 2 lpm range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2024. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through the submitted images. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The submitted controller event log files captured transient low flow hazard alarms on (B)(6)2024 and a sustained low flow hazard alarm on (B)(6)2024. In addition, the submitted controller periodic log files captured a gradual decrease in average flow between (B)(6)2024. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The account submitted two computed tomography (CT) images for review. The reported outflow graft obstruction could not be confirmed via the submitted images. Furthermore, the type of outflow graft obstruction and/or thrombus also could not be confirmed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of this IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented on (B)(6) 2024 with persistent low flow alarms. Log files confirmed the low flow alarms. A computed tomography (CT) scan was performed. It was initially reported that the CT revealed an obstruction (potentially thrombus within the lumen) at the site of the anastomosis of the outflow graft. At the time, the patient was hemodynamically stable. It was later reported that the CT appeared consistent with extrinsic outflow graft obstruction at the distal end near the aortic anastomosis, rather than intraluminal thrombus. The patient was reportedly on their third pump, and it was suggested that the patient¿s status be upgraded on the heart transplant waiting list due to the unstable situation. It was later reported that the heartmate 3 pump was known to have an outflow graft obstruction. The patient was in the intensive care unit (ICU) with continuous low flow alarms, and the pump¿s speeds were increased overnight.

Manufacturer narrative:
Section b1: corrected. Section b5: corrected. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h1: corrected. Section h6: corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through the submitted images. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined. The submitted controller event log files captured transient low flow hazard alarms on (B)(6) 2024 and a sustained low flow hazard alarm on (B)(6) 2024. In addition, the submitted controller periodic log files captured a gradual decrease in average flow between (B)(6) 2024. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The account submitted two computed tomography (CT) images for review. The reported outflow graft obstruction could not be confirmed via the submitted images. Furthermore, the type of outflow graft obstruction and/or thrombus also could not be confirmed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.